Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred and pump battery was unable to be charged. There was no reported impact to customer's blood glucose. Customer continued to use pump for insulin therapy.